Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on 05-aug-2024, 21-aug-2024, 05-sep-2024 & 09-sep-2024 ten infusion set were kinked, and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.